Event description:
During the procedure at the interventional radiology (ir) suite, there was no problem. Ten days after PICC insertion, while the pt was still in room, suddenly breakage of cath happened and pt complained. The broken cath was immediately replaced with new one. Pt required general anesthetic for the placement due to young age. No adverse consequences to the pt. The ir doctor exchanged the old cath to new PICC cath.

Manufacturer narrative:
Expiration - unk as lot is unk. Event evaluation: still under investigation.